Event description:
It was reported that the customer's insulin pump had a crack at the reservoir window. The customer's blood glucose was 89 mg/dl. Troubleshooting was done. The customer was unaware of how the damage occurred. Advised customer that the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube window noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube and cracked battery tube threads.